Event description:
It was reported that during implant, failure to capture during impedance check  occurred on the implantable pulse generator (ipg) when the device was out of the pocket. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, failure to capture during impedance check  occurred on the implantable pulse generator (ipg) when the device was out of the pocket. The ipg remains in use. No patient complications have been reported as a result of this event.